Event description:
It was reported that biomed had a arctic sun device in device that they were tried to calibrate and failed for an error 5 (inlet pressure out of range) actual -2.9 psi, they look at the inlet pressure while the arctic sun device was stopped and it was reading -2.5 and had him them to disconnect the calibration test unit and the inlet pressure was stayed at -2.5 psi.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device in device that they were tried to calibrate and failed for an error 5 (inlet pressure out of range) actual -2.9 psi, they look at the inlet pressure while the arctic sun device was stopped and it was reading -2.5 and had him them to disconnect the calibration test unit and the inlet pressure was stayed at -2.5 psi. Per sample evaluation results on (B)(6) 2023, it was reported that the small hole in control panel top plastic cover allowing moisture to gain entry to the touch surface and preventing the touch function.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was observed that the inlet pressure with no pump running was elevated. The root cause of the elevated pressure readings was determined to be a failed pressure sensor. The elevated pressure readings caused the error 5 during the pressure sensor offset check. Replaced pressure transducer lot number 1019 with lot number 2422. Small hole in control panel top plastic cover allowing moisture to gain entry to the touch surface and preventing the touch function. Replaced control panel assembly sn (B)(6) with assembly sn (B)(6) . The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # 0626. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.